Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customers blood glucose (bg) level was impacted above 200 mg/dl. The customer took a manual injection to stabilize bg levels. Troubleshooting with tandem technical support was performed.